Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global needle pierced the catheter. The following information was provided by the initial reporter: I'm writing to report a problem we encountered today with a venous catheter. While inserting the needle into our patient's vein (simple insertion, good-sized vein), the nurse in charge of the infusion observed abnormal blood flow coming from the needle. She decided to remove the intravenous catheter immediately. Upon removal, the venous catheter was intact but torn! We could have had a medical emergency if a piece of plastic had become detached and entered the bloodstream. Fortunately, this didn't happen today.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your report of a damaged catheter was confirmed and the cause appeared to be associated with use. Three photographs and one 22g insyte autoguard from lot #3362800 were provided for investigation. The sample exhibited evidence of use, which indicates that the damaged likely occurred after the vessel was accessed. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. A device history record review showed no non-conformances associated with this issue during the production of this batch.